Manufacturer narrative:
(B)(4). Patient reported as overweight. Concomitant medical devices: guide wire: terumo 0.035; sheath: 6f, 18f; heparin. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that resistance was experienced during insertion of a proglide device into a common femoral artery prior to an abdominal aortic aneurysm (aaa) repair. The arteriotomy was 6 fr and the common femoral artery (cfa) was described as tortuous and not calcified. Reportedly, the physician backed out the proglide and delivered it again, still experiencing resistance. At that point, he observed that the sheath was kinked and twisted, near the guide wire exit port. The device was removed and two proglide devices were deployed in the cfa using the preclose technique, without any issue. The sheath was upsized to 18 fr to perform the index procedure. Upon completion of the aaa repair, the proglide sutures were used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient reported in the (B)(6). Evaluation summary: the device was returned for evaluation. There was a kink on the sheath just distal to the overmold area, which confirms the report of resistance experienced during device insertion and sheath kinked. The sheath was also reported twisted, this was not confirmed and the reported vessel tortuosity may have been a contributing factor. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.